Manufacturer narrative:
(B)(4). The microcatheter was returned to the manufacturer for evaluation. The reported tip separation was confirmed. Proximal to the broken end of the tip, a dent made by interfering something hard was observed and torn tip polymer and inner tube were found stretched distally. Tip lumen was crushed and end of the underlying braid tube was exposed on the tip broken end. Above findings supported that the tip separation occurred at approximately 2mm distal to the tip end where the junction of the polymer-only-segment and polymer-and-braid segment located. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress had contributed to the reported tip separation. The catheter tip was assumed to be pushed against the existing stent and became bent likely due to directional bias made by the concomitant guide wire or engaging angle of the guiding catheter; and therefore, tensile stress generated with catheter removal was locally applied on the tip, causing the tip to be stretched and eventually torn apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a 75-90% in-stent restenosis in the right coronary artery #2. Wire crossing went difficult due to poor support of a guiding catheter so that an asahi microcatheter was used with the guide wire. After successful crossing, the procedure went on without problem. A foreign body was recognized in the existing stent when the physician confirmed that the tip of the microcatheter was missing. A snare was used to retrieve the separated tip when the separated tip flowed down peripherally. The physician determined the separated tip was no longer retrievable due to increased risk of potential complications and left the separated tip in situ. Dilation with a drug-coated balloon was performed to reestablish the blood flow. There were no adverse patient effects associated with the remaining tip fragment after the procedure.